Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator change due to eri. Upon interrogation, low lead impedance was noted on the rv lead. Upon further investigation, the clinic had been observing decreases in impedance and noise issues for some time on the rv lead. The physician decided to cap and replaced the rv lead on (B)(6) 2017. Patient tolerated the procedure well.